Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 7 in the mouth, primary stability was not achieved. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
On the day the immediate implant was placed in ada site 7 in the mouth, primary stability was not achieved. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).